Manufacturer narrative:
The device has not been received for analysis as of the date of this report.

Event description:
It was reported that during a coronary angioplasty treatment procedure, balloon deflation difficulty occurred. The lesion was located in the marginal artery. The lesion was pre-dilated with a maverick2 monorail 2.5 x 12mm balloon to 3 atms for 12 seconds and 8 atms for 14 seconds. The physician used a 20 cc syringe to deflate the balloon, held steady for three minutes and pulled negative. Following this, the balloon deflated marginally enough to be sucessfully removed from the body. Upon retrieval, the maverick2 balloon was still partially inflated. The physician changed to a voyager 2.5 x 12mm balloon. The balloon was inflated to 5 atms for 5 seconds and 10 atms for 10 seconds, then was removed. A 2.5 x 24 taxus stent was successfully deployed at 10 atms for 16 seconds.the stent delivery device was removed. The procedure was successfully completed. No pt injuries or complications were noted. Pt status is reported as "okay".